Event description:
The customer reported the unit failed system pressure testing. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the reported complaint of sst test failed was not duplicated. No problem was found on the returned 3 station solenoid & sensor pcb.